Event description:
This ra lead was implanted on (B)(6) 2014 and was explanted on (B)(6) 2014 due to infection. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).